Event description:
Report received from australia stating that the device was heating up. It is unknown if the device was used in surgery or if injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" could not be confirmed. The pre-test stated the unit failed visual assessment, therefore the pre-repair assessment was halted and a temperature assessment was not performed. Repair noted that the bearings were damaged, which is a known cause of heat. If additional information is received, a supplemental report will be submitted. (B)(4).